Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticking and the insulin pump alarmed button error. Blood glucose value is unknown. The customer stated that they are in the process of purchasing a new insulin pump. The customer will receive a loaner insulin pump.